Event description:
A medtronic representative reported that, while in an ent procedure, the navigation system became unresponsive after navigating the first part. They were unable to move the mouse or track instruments. In trouble-shooting, a hard re-boot was recommended and the system returned to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information provided. The patient identifier was (B)(6) which would not fit in patient identifier field due to character limitations. Patient weight was not available from the site.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Patient logs/exams not returned to manufacturer for evaluation. Patient logs not returned to manufacture.